Event description:
It was reported that the camera head exhibited dim light. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a cut on the cable, a grinding sound emanating from the coupler, and a failed water leak test. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the unit failed the water leak test due to a cut in the cable. The definitive cause of the additional failures was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.